Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon detachment occurred. The 90% stenosed lesion was located in the superficial femoral artery. The symmetry balloon was advanced to the lesion without difficulty, and was inflated one time to 14 atms successfully. There was no reported difficulty removing the symmetry balloon catheter, however, the balloon detached and remained in the lesion. With a contralateral approach cross-over a long sheath was introduced and the detached symmetry balloon was removed with an endovascular snare. The pt did not experience any symptoms during this event. The procedure was not completed due to this event. The pt is currently on antiplatelet therapy and status is reported as 'fine'.